Event description:
Information received by medtronic indicated that insulin pump was not working. Customer had current blood glucose level 271 mg/dl. The sensor glucose level was 40 mg/dl with blood glucose level 144 mg/dl. The sensor had calibration not accepted alert. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.